Manufacturer narrative:
System updates pending. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, procedural difficulties leading to increased time that the delivery system with crimped valve remained in the sheath, with possible additional manipulation, may have contributed to the dissection reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the tavr procedure, a vascular injury occurred. Bav was performed under rvp with an edwards 20x4 balloon. During the bav, there was some slipping of the balloon back and forth within the annulus and there was some wire movement in conjunction with the slipping. Post-bav, hemodynamics were stable and the tee showed no problems. A 23mm delivery system with valve was inserted. Shortly after crossing the annulus with the valve/ds, there was a rapid drop in blood pressure to the 20's and a large pericardial effusion/tamponade was noted on tee. The delivery system was pulled back from the annulus, CPR was started, and a pericardiocentesis was performed, resulting in a significant amount of blood return and no improvement in the blood pressure. Pharmacologic support was initiated, followed by an emergent sternotomy, pericardial drainage of blood and cardiopulmonary bypass, resulting in hemodynamic stability. A 2cm lateral wall laceration of the ventricle was noted, and the physician stated that it may have been related to forward movement of the amplatz extra-stiff wire as the delivery system crossed the annulus. The team proceeded with surgical avr and repair of the lv laceration. The valve was pulled back into the sheath and the valve/ds/esheath was left in place due to the risk of bleeding that could result if removed (patient was significantly anticoagulated on bypass). A lv myocardial repair was performed and a perimount magna 21mm surgical valve was placed and the patient was weaned successfully from bypass. Multiple blood products were given during the operative course. After an appropriate act level was achieved, the valve/ds/esheath were removed as one unit. During vessel closure, a leia dissection was noted and a peripheral stent was placed. Final runoff angio showed brisk distal flow and the patient was transferred to the ICU intubated and in stable condition. 24 hours post-op, the patient remained intubated, stable, following commands and the vasopressors had been weaned off with a plan to extubate. The patient's minimum luminal diameter (mld) was 6.2 mm, with mild calcification and mild tortuosity.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02026. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, procedural difficulties leading to increased time that the delivery system with crimped valve remained in the sheath, with possible additional manipulation, may have contributed to the dissection reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.